Event description:
The infant was born on 7/11/97 at 25-26 weeks gestation. The infant had a complicated course including respiratory distress syndrome requiring prolonged mechanical ventilation, hydrocephalus, sepsis, circulatory problems and retrolental fibroplasia. Multiple catheters were placed during his two mo stay. On 8/11/97 the catheter was placed into infant's right arm without difficulty by nurse practitioner. After x-ray confirmed proper placement, hyperalimentation was infused at 5.5 cc per hr without incident for several days, IV checks were performed every hr. At 8:00 a.m. The gauze under the hub of the catheter was wet and smelled of hyperalimentation fluid. The site was replaced with dry gauze. The hub of the catheter was noted to be leaking and the dr was notified. At 9:00 a.m., a peripheral IV was started in the right foot and the hyperal and lipids were changed from the pcvc line to the new IV. The dr examined the catheter after discontinuing it and found the tip intact and a crack in the hub. Neosporin was applied to the site and it was covered with a bandaid.